Event description:
No harm to patient. Smoke noted to be coming from a cmax surgical table that was in use. Table was unplugged and appropriate actions taken by mor crew. The manufacturer was notified and determined fluids had entered the electrical housing area causing a short.